Event description:
It was reported that the patient developed an infection. The patient was transferred to a different hospital for extraction. No further information is available.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the device was explanted, date unknown.